Manufacturer narrative:
The ventilator was investigated by our field service engineer. No anomalies were found and the ventilator passed pre-use check. No parts were replaced. The ventilator logs were downloaded for evaluation. The event log contains alarms for expiratory minute volume low. The ventilator delivered the set o2 concentration, which indicates a leakage in the patient circuit. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the alarms has not been determined but they were most probably due to leakage.

Event description:
It was reported that the ventilator was unable to ventilate the patient. There was no patient harm. Manufacturer¿s ref #: (B)(4).